Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an unspecified stomach infection. On an unreported date, the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies and durations not reported) for stomach infection. The cause of the event, action taken with pd therapy, and patient outcome were not reported. At the time of this report, the patient remains on antibiotics. No additional information is available.